Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2339 showed two similar product complaint(s) from this lot number.

Event description:
It was reported that this catheter was placed in this patient on (B)(6) 2020. As the re-examination treatment was completed, the catheter was planned to be removed in the morning of (B)(6) 2021 for patient discharge. After the dressing was removed, the catheter was found ruptured at the scale of 40 cm. Immediately notified a vascular surgeon for consultation. The catheter was removed at interventional operation room on the same day. After rupture occurred, the catheter was removed completely by percutaneous removal of foreign matters from venous vessels + percutaneous selective angiography.